Manufacturer narrative:
(B) (4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported that during percutaneous transhepatic biliary drain (ptbd) placement procedure, the tip of the guide wire became detached. Utilizing an intercostal approach, a 21g needle was advanced into the right liver lobe. Cholangiogram of the liver parenchyma revealed an intrahepatic ductal dilatation with obstruction seen at the hilum. The 150cm v-18 control wire was advanced to the biliary ducts and while manipulating the wire, approximately 2cm of the tip detached. The device was exchanged for another v-18 which was advanced into the peripheral biliary duct, into the common duct and then down to the small bowel. An accustick system was advanced over the v-18 wire which was then exchanged for an amplatz wire and drainage was completed without further issue. There were no attempts to retrieve the 2cm tip of the v-18 control wire. The fragment remains in the patient and was noted as "inconsequential". There were no additional patient complications and the patient's condition was reported as fine.